Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien (B)(6) 2016 that a customer had an issue with a safety needle. The customer reports that medication leakage at point of injection. Leakage occurred below the hub (not where the needle and the syringe connect but where the needle and the hub connect. The medication that leaked was clopixol 100 mg, the procedure was an intramuscular injection, full dosage of the medication was no given because of the leakage (approximately 20 mg). This is a long acting medication so the full effect of the medication may not be realized.

Manufacturer narrative:
The device history record (DHR) for lot 523971x indicates that there were no defects detected in the samples visually from the lot. There was 1 sample (needle only, no packaging) submitted with this complaint. The sample was cracked at the luer of the hub and the lugs of the hub were damaged from what appeared to be forcible attachment of the device. The reported condition is confirmed. The exact root cause could not be determined based on available information. The most likely root cause was potentially due to over-torqueing the needle during the assembly process by the user. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lots met all defined acceptance criteria and were released. A corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended the user consult the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/30/2016. The device history record (DHR) for lot 523971x indicates that there were no defects detected in the samples visually inspected or the samples physically inspected from the two needle assembly shop orders produced that went into this lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Based on the investigation evidence available, a reasonable conclusion on the most likely, or probable, root cause could not be made. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples taken for periodic inspections throughout the lot's production run are checked for leakage at the junction of the cannula and hub and are checked for damage. The lot met all defined acceptance requirements and was released. Without a sample to analyze the root cause for the reported condition cannot be specifically identified; therefore, based on the information available and investigation findings, no corrective/preventive actions will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.